Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening curved on posterior and wear abrasion. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, stress marks and creases fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported " capsular contracture - baker grade IV and rupture." Diagnosed via ultrasound and mammography. Device has explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported " capsular contracture - baker grade IV and rupture". Diagnosed via ultrasound and mammography. Device has explanted. This relates to the right side.